Manufacturer narrative:
Correction: d9: device is no longer available for return. H6: the quality investigation is complete.

Event description:
It was reported that during a caesarean section, the cut button on the e-sep pencil worked when the button was pushed but the coag button did not. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a caesarean section, the cut button on the e-sep pencil worked when the button was pushed but the coag button did not. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.